Event description:
It was reported to philips that the system gave an error indicating geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse monitored the system alerts which showed that the review module in control room was active at startup and that the keys of review module were stuck during startup. A philips field service engineer (fse) inspected the system on-site and replaced review module due to buttons not functioning and performed software update. Fse also found z rotation calibration was not performed and thus performed z current and position calibrations. After replacing the review module , the system was returned to use in good working order. The codes were updated based on the investigation outcome.